Event description:
This was reported thru a literature review. The objective of the study was to review our institutional experience utilizing a venoarterial extracorporeal membrane oxygenation (va-ECMO) in patients presenting with advanced shock and/or cardiac arrest from massive pulmonary embolism (mpe). An unspecified proglide device issue reportedly resulted in a vascular injury with an expanding groin hematoma in the common femoral artery. The injury and hematoma were treated during surgery. The study concluded that va-ECMO was effective at salvaging highly unstable patients with mpe. Survivors had rapid reversal of multiple organ failure with ECMO as their primary therapy. The majority of survivors required ECMO and anticoagulation alone for definitive therapy of their mpe. Additional information can be found in the article, titled "venoarterial extracorporeal membrane oxygenation is an effective management strategy for massive pulmonary embolism patients".

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated as 03/01/2017. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article titled: "venoarterial extracorporeal membrane oxygenation is an effective management strategy for massive pulmonary embolism patients".

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The patient effects of hematoma and vascular tissue injury are listed in the electronic perclose proglide instructions for use (eifu), as potential adverse events of use of the device. Based on the information reported through the research article, a conclusive cause for the unspecified device issue could not be determined. Additionally, a definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported surgical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.